Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion with infection. Reportedly, patient repeatedly scratched the device implantation site, which caused the pacemaker to become exposed. There were no additional adverse patient effects reported. This ra lead was surgically abandoned.